Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported that customer faced blockage at the site. Customer changed supplies as necessary and resumed insulin therapy. No further information available